Manufacturer narrative:
Correction: section h6 - patient code breast lumps was ommited in the supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 10, 2020, mentor became aware that the patient experienced bilateral capsular contracture and breast lumps. On august 3, 2020, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and breast lumps. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 17, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, on the anterior and posterior view of the device, some anomalies were observed consistent with crease / fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on september 9, 2020, the mentor failure analysis lab received the device for evaluation. On september 17, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, on the anterior and posterior view of the device, some anomalies were observed consistent with crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 14, 2020, mentor became aware that the patient experienced bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3507215mc on the left side and 3507235mc on the right side, serial number (B)(6) on the left side and 9437014-056 on the right on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 14, 2020, mentor became aware that the patient experienced bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3507215mc on the left side and 3507235mc on the right side, serial number (B)(6) on the left side and (B)(6) on the right on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced capsular contracture on the left side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.